Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca) to the posterior descending artery (pda). It was noted that in a previous procedure a taxus stent was implanted in the proximal rca as well as a non bsc stent in the mid rca and another non bsc stent in the posterolateral rca. In the present procedure, the physician implanted a 2.5x12mm taxus liberte stent in the pda. A 2.5x28mm taxus liberte stent was then advanced to the distal rca; however, the physician felt strong resistance while advancing, and the device was unable to cross the lesion. While withdrawing the device, the physician felt resistance; however, the device was able to be removed from the pt by pulling on the device. Once the device was outside, the pt stent damage and a shaft kink was noted. The lesion was then dilated with a 2.5x6mm and a 2.75x15mm non bsc balloon. Two 2.5x16mm taxus liberte stents were then implanted in the distal rca and the procedure was successfully completed. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B) (6). (B) (4).